Event description:
It was reported that the customer wanted to see if anyone has had any complaints of urinary drainage bags emptying slowly or difficulty to drain, these were urine bags with meters, which was responded with a few tips that might help: the twist open cap could be used to drain the urine from the meter. New bags should always be exercised prior to use. Make sure the bag / meter was below the level of the bladder and there were no kinks or loops in the tubing. Also ensure the bag vent stays dry.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿poor interfaces with connections". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer wanted to see if anyone has had any complaints of urinary drainage bags emptying slowly or difficulty to drain- these were urine bags with meters, which was responded with a few tips that might help: the twist open cap could be used to drain the urine from the meter. New bags should always be exercised prior to use. Make sure the bag / meter was below the level of the bladder and there were no kinks or loops in the tubing. Also ensure the bag vent stays dry.